Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed an episode of ventricle fibrillation and a shock was delivered. The clinician suspected lead noise on the right ventricle lead that caused an inappropriate shock. No intervention was taken at the time.

Event description:
New information noted that patient presented in the operating room for lead revision. The lead was capped and replaced on (B)(6) 2018. Approximately 30 minutes post procedure the patient went into flash pulmonary edema, coded, went into pulseless electrical activity, and was not able to be rescued. Physician stated that the new rv nor his device and system had did not cause or contribute to the cause of death.

Event description:
New information noted that the patient presented in clinic. Defibrillation therapy was inhibited to avoid inappropriate therapy. Patient was given a life vest until lead is revised. Patient was stable during in clinic visit.